Event description:
It was reported that the right atrial (ra) lead had dislodged. It was noted that through fluoroscopy, the atrial lead had fallen into the right ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.